Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump display is not working. The customer's blood glucose reading was 403 mg/dl at the time of call and 526 mg/dl 30 minutes prior to the call. The customer indicated that she would call back if she is continuing to have high blood gluocose.